Event description:
Patient was found pulseless. When the rns went to apply the AED, it was noted that the pads would not stick. The patient was not wet, clammy or diaphoretic. No identified reason for pads to not stick. CPR was resumed until code team arrived. After later examination it was clear the pads were not sticky.